Event description:
It was reported that while in use on a veterinary patient this 980 ventilator generated a device alert. Although patient intervention details are unknown there was no injury to the patient. The device was in use at a veterinary facility and is not approved for veterinary use.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a veterinary patient this 980 ventilator generated a device alert. The device was available for evaluation. The medtronic service engineer (se) inspected the device and found multiple background diagnostic codes in the ventilator logs and confirmed the reported issue. To resolve the issue the direct current (dc) ¿ dc converter printed circuit board assembly (pcba) was replaced. The ventilator passed all testing per manufacturer specifications at the time of service the dc-dc converter pcba was returned to medtronic for further evaluation. The dc-dc converter pcba was being functionally tested when there was smoke seen from the dc-dc converter pcba capacitor. The cause of the smoke was isolated to the c83 capacitor on the dc-dc converter pcba. The device was in use at a veterinary facility and is not approved for veterinary use. Based on smoke seen during product analysis and the potential for injury to the investigator, the event is being reported. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a veterinary patient this 980 ventilator generated a device alert. The device was available for evaluation. The medtronic service engineer (se) inspected the device and found multiple background diagnostic codes in the ventilator logs and confirmed the reported issue. To resolve the issue the direct current (dc) ¿ dc converter printed circuit board assembly (pcba) was replaced. The ventilator passed all testing per manufacturer specifications at the time of service the dc-dc converter pcba was returned to medtronic for further evaluation. The dc-dc converter pcba was being functionally tested when there was smoke seen from the dc-dc converter pcba capacitor. The cause of the smoke was isolated to the c83 capacitor on the dc-dc converter pcba. The device was in use at a veterinary facility and is not approved for veterinary use. Based on smoke seen during product analysis and the potential for injury to the investigator, the event is being reported. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a veterinary patient this 980 ventilator generated a device alert. Although patient intervention details are unknown there was no injury to the patient. The device was in use at a veterinary facility and is not approved for veterinary use.